Event description:
The facility reported an infusion pump with a failure code 812:02. Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital representative stated no patient injury had been no reported. Though requested, no additional information was provided regarding the demographics of the patient, the medication involved, or the device programming. No additional contact information was available.